Event description:
N/a.

Manufacturer narrative:
Additional information - g4, g7, h2, h3, h4, h6, h10. UDI # (B)(4). The device was not returned for evaluation. The DHR documentation showed no abnormalities related to the reported failure. Failure analysis could not be completed due to the lack of information received to performa complete investigation. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00164.

Event description:
This is 2 of 2 reports. A customer reported that on (B)(6) 2020, the a1059 mayfield modified skull clamp slipped and caused a patient lo sustain a laceration during a transsphenoidal procedure. The patient's head slipped when they let it go to register for the brainlab. The laceration was closed with sutures. An unspecified surgical time was reported due to getting a new clamp. No adverse consequences reported as a result of the delay.